Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU).(B)(4).

Event description:
Treatment of a ruptured cerebral basilar-top aneurysm measuring 7.33mm x 5.74mm. During the procedure, it was reported that the axium implant coil would not detach with an instant detacher after several attempts or by breaking the hypo-tube (an alternate detachment method presented in the instructions for use). Upon retrieval of the implant coil, it detached inside the microcatheter. The detached implant coil was removed from the patient. No injury was reported with the patient as a result of the procedure.